Event description:
It was reported that the doctor had difficulty using the mesher as the handle would not fit onto the mesher base. The graft was slightly damaged in the process of removing it and the plastic tray from the mesher. An additional skin graft was not required to complete the surgery but had to use a different size roller that was not optimal for this patient. There was a delay waiting for sterile wrenches and pliers to disassemble the mesher, and then additional time required to take the thing apart to free the stsg. Due diligence is complete, there is no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, e1, e3, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h10. Review of the most recent repair record identified the following related repair: handle would not fit on and the skin graft was stuck. The gear for the ratchet would not fit onto the bottom roll of the mesher. The comb, comb spring, upper gear guard, fastenings, and ratchet gear were replaced and the unit was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the doctor was trying to run the skin graft in and it would not budge and the handle would not fit on. He opened up the other set to see if the handle would work and it did but the skin graft was stuck. He basically had to take it apart to not harm the skin graft. He took out the roller (1: 5 size) and used the next size up which worked. The metal piece below the roller was now bent to get the skin graft out. There was no patient harm/injury. It was unknown if there was a surgical delay. Due diligence is in progress, no further information is available.